Manufacturer narrative:
Patient's identifier and weight were not provided. When the requested information becomes available, a supplementary report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced loss or failure of implant to integrate.